Event description:
The customer tested her blood glucose using her 2 contour meters and received readings of 285 and 104 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. While troubleshooting, she performed control tests and received a result of 210 mg/dl. The normal control range was 106-146 mg/dl. The test strips are to be returned for evaluation. Replacement test strips were sent to the customer.